Event description:
It was reported that the recharger displayed a ¿376 antenna test-temp failure¿ error code when the patient attempted to recharge. The reporter also stated that there were intermittent connection issues when using the patient programmer. Additional information reported the patient ¿received a full spinal cord stimulation system replacement¿ on (B)(6) 2013. It was noted ¿everything was functioning properly¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) was ¿near end of service (eos) and recharging had become very difficult for the patient.¿

Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID neu_ptm_prog, product type programmer, patient; product ID 37791, serial # unknown, product type recharger; product ID neu_ptm_prog, product type programmer, patient. (B)(4).